Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the bolt snapped under the center seat and is inside the unit now.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation on 11/20/15, at which point the date code of the product was identified. Additionally, an expanded evaluation was completed on 12/4/2015. The result of the evaluation was that one of the mounting holes in one seat pad had a broken off screw in it, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer is stating that the bolt snapped under the center seat and is inside the unit now.